Event description:
It was reported that at device change-out for eri, externalized conductors were noted via x-ray. All electrical measurements were normal. Lead will be montitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.